Event description:
It was reported that the customer saw that the sensor that she pulled out was broken. Customer inserted a new sensor in the same area and it was poking her all day. Customer removed the sensor and now has a knot in that area. Customer stated that the sensor was bent and she feels like there are shooting, sharp pains in her stomach. Customer was advised to seek medical attention and to call back. Customer was advised not to try taking it out since it could cause an infection. Customer called back and stated that she had 8 stitches in and 8 stitches out. Customer sought treatment to remove the electrode or needle from her body. The wire broke off the sensor into her and she was kept overnight for observation. Customer was admitted on (B)(6) 2015 with a blood glucose level of 113 mg/dl. Customer stated that the cannula embedded into the skin. Customer lost the sensor 3 times in a row. Customer was wearing the pump at the time of the visit. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.